Event description:
It was reported that the patient underwent to a magnetic resonance imaging (MRI) procedure without enabling MRI mode and noticed the implantable cardioverter defibrillator (ICD) emitted sounds afterward. The patient presented in the clinic and it was noted that the ICD was in backup mode. Programming changes were made. The patient was in stable condition.